Event description:
The customer reported to olympus, the camera head produced a bad quality image. Additional information was requested regarding the event and no additional information was provided. There were no reports of patient harm.

Manufacturer narrative:
The device was sent to an olympus service center and the allegation was confirmed. There was no image from the device due to a faulty cable. In addition, the label on the rear cover was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication could not be performed normally because the camera cable was disconnected, and an event that did not produce an image might have occurred. However, the cause of the occurrence could not be determined because significant damage could not be confirmed. Olympus will continue to monitor field performance for this device.